Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "check in 10 min" message and was unable to obtain readings. As a result, the customer experienced dizziness, headache, fatigue, tremors and loss of consciousness and was unable to self-treat. The customer was in contact with a healthcare professional (hcp) who administered glucose to the customer after obtaining unspecified blood glucose levels on their hcp meter. No other treatment or medication was reported. There was no report of death or permanent injury associated with this event.